Event description:
Medical affairs spoke to patient and obtained the following information. Patient woke up 1:00am feeling sick and started vomiting. Patient tested their blood glucose and obtained readings such as 57, 60, 40 and 37mg/dl. In between the readings patient had eaten a piece of candy to elevate their blood glucose. An hour later patient went to the emergnecy room and was tested on a hospital meter and their blood glucose was 342mg/dl. Paitent was treated with IV glucose and was in the hospital for six hours before being released. Md did not change their regimen. The night before going to bed, patient obtained a reading of 197mg/dl and took the set amount of oral medication. Patient did not have check strip to check the meter. Control solution passed. Meter was set to the correct unit of measurement. Patient wanted meter replaced, per patient's request customer service replaced the products.